Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the maryland bipolar forceps instrument was not articulating and when the instrument was removed it was noted that the cable was broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the conductor wire was broken. The drive cables at the wrist were intact; however, one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Engineering also found tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .065 - .125 in length and not aligned with the tube axis. The evidence was inconclusive, but damage may have been caused by mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.